Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the one-way valve of the btt short port popped off. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital stated that the product will not be returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no nonconformance issues with this production lot. Internal file number - (B)(4).